Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd emerald¿ 5ml syringe leaked during use. The following information was provided by the initial reporter: verbatim: ¿5ml emerald syringe snapped off in a 3 way tap on administration of drug during operation rendering injection port unusable.¿

Manufacturer narrative:
Investigation summary a device history record review was performed for provided lot number 1909227 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To further investigate this issue, the affected product was returned for evaluation by our quality engineer team. Through inspection of the sample, the tip of the syringe was observed broken within the three way tap system. The material used to manufacture the emerald syringe has been selected and tested to resist stress under normal conditions of use. The assembly machines have an in line 100% inspection system which automatically rejects syringes displaying defects such as this. Based on the investigation results, it has been determined that this damage most likely resulted due to mechanical over-stress during use. At this time, further actions have not been determined necessary. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the bd emerald¿ 5ml syringe leaked during use. The following information was provided by the initial reporter: verbatim: ¿5ml emerald syringe snapped off in a 3 way tap on administration of drug during operation rendering injection port unusable.r¿.